Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic egd procedure for hemostasis in the stomach. The clinician was unable to deploy the resolution clip device. The outer sheath kinked resulting in the inability to deploy the clip. The same issue occurred on two previous attempts (please note associated medwatch reports: 6000048-2006-00083 and 6000048-2006-00084 attached). The procedure was successfully completed with another of the same device. The patient did not sustain any known complications as a result of the deployment issue. The patient condition was noted to be 'ok'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.